Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was 123 mg/dl at the time of the incident. Troubleshooting was performed for the pump error. Customer stated that they were able to clear the alarm and complete the rewind. The customer stated that the alarm was reoccurred after the troubleshooting was performed. Insulin pump will not be returned for analysis.